Event description:
Ous MDR - it was reported that the lead was explanted 3 months after the implantation. Low sensing and high thresholds were measured during the follow-up.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection did not find any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and without defects. Especially the measurement values of the mechanical analysis of the screw mechanism were within the technical specification. After removing blood and tissue residues from the screw head, the fixation could be extended and retracted without resistance and evenly. No anomalies were detected during the performed screw tests in straight and in bent crossed-over position. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.